Event description:
The customer stated that, during preparation that the cassette leaked. The leak is located at the beginning of the cassette's filling hose. The operator of the device was the pharmacy assistant. The possible event date was november 4th, 11th, or 18th.

Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
One used device was returned for investigation. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The tubing pull test results exceed the minimum pull test specification. A dimensional analysis was done on the inner diameter i.d. Of the connector bond pocket at the base. The tubing o.d. Was also measured. Some of the connectors could not be measured due to the tubing remaining embedded in the connector after the pull test. The sample measurements are within the defined range stated in the product drawing. The complaint of leakage can be confirmed. However, root cause analysis is being addressed under a formal CAPA investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.